Manufacturer narrative:
Our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection of the samples. Analysis of the sample photos showed that the whole tip shield of the device was detached from the needle. Blood can also be observed in the flashback chamber of the device. The physical sample evaluation confirmed the findings of the photo evaluations. The physical sample was further inspected, and it was found that the catheter missing a bump above the cannula notch. The bump is designed to retain the tip shield of the catheter upon safety activation. Bd determined that the cause of the failure was most likely the accidental dropping of a raw material catheter into a bin of confirmed bumped catheters. There are currently vision systems in place to prevent this failure mode. All production technicians will receive retraining and will be sent an awareness of the reported event. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter was damaged. The following information was provided by the initial reporter: white safety came off, nurse safety risk.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter was damaged. The following information was provided by the initial reporter: white safety came off, nurse safety risk.